Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Conclusion: the definitive cause of reported device cannot be conclusively determined. Based on the information available, the following possible cause is presumed: the user manipulated the scope which added excessive stress to bending section.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's report is confirmed. The bending section is broken with metal is sticking out and leaking is noted . The image is ok and all switches working ok. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during a procedure using a uretero-reno videoscope, the distal tip of the device found to be broken. There was no patient impact related to this occurrence.